Event description:
It was reported that the bard 16fr urinary catheter was inserted on (B)(6) 2021, and 15ml of sterile water for injection was injected into the water bag. It reached its expiration date today and needed to be replaced. The nurse removed the catheter at 11:40. After aspirating 12ml of the water bag, no liquid could be extracted. After three consecutive aspirations, no liquid flowed out. The catheter was pulled out about 3cm, and resistance appeared. The water bag was aspirated again but still no liquid was found. The catheter was pulled out with a little force. After removal, it was found that the catheter water bag was still filled with a water bag with a diameter of 2.5cm.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft¿ and might be contributed by user related, example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage. A potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft¿. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.